Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a software update the programmer crashed during follow-up. It was further reported that the programmer would then restart automatically and that it "often crashes". It was indicated that the programmer would not be returned for service. No patient complications have been reported as a result of this event.